Event description:
It was reported that the patient underwent a posterior interbody fusion (l5-6) in order to address chronic lower back pain using rhbmp-2/acs. At an unknown time post-op, the patient developed severe pain in his back and legs, reportedly caused by ectopic bone growth.

Event description:
It was reported that on: (B)(6) 2008 patient presented with following pre operative diagnosis: l5-6 degenerative disc disease. L5-6 facet arthopathy. L5-6 stenosis. Lumbar curve. Intractable back and lower extremity pain. Procedures performed: left sided transforminal lumbar interbody fusion l5-6. Right sided tranpedicular exposure for neural decompression l5-6. Placement of interbody device at l5-6. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and l6. Posterior spinal fusion l5-6. Per op notes: "...local autologous bone was packed anteriorly in the disk space followed by a pledged of rhbmp 2/acs. The interbody device itself was then inserted which hade been filled with rhbmp2/acs along with one more local bone auto graft..." No known patient complication reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.